Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of an angioguard embolic protection device, it was reported that the device failed to cross the internal carotid artery lesion. The procedure was completed successfully with another angioguard device. There was no injury to the patient. The product looked normal when removed from its packaging. The device was properly prepped. There was a slight difficulty accessing the lesion with a guidewire. Additional information received indicated that the distal tip was coiled when removed from the patient. The vessel was extremely tortuous.

Manufacturer narrative:
Complaint conclusion: a 5mm, medium support angioguard rx embolic protection device was noted to have a coiled distal tip when removed from the patient¿s vasculature. The procedure was successfully completed with another angioguard device with no reported patient injury. The event involved a patient who was undergoing treatment of an internal carotid lesion that was described as extremely tortuous. The site reported that the angioguard device looked normal when it was removed from its¿ packaging and that it was properly prepped. The site reported that they experienced slight difficulty in accessing the lesion with the guidewire. When the angioguard wire was removed from the patient¿s vasculature, the distal tip was noted to be coiled. The procedure was successfully completed with another similar angioguard device with no reported patient injury. A non-sterile unit of angioguard rx emboli capture guidewire 5mm basket, medium support was received inside a plastic bag. The contents included the delivery wire, delivery sheath and torque device. A kink condition was found at 17.5 cm from distal tip end of the delivery wire with the filter basket captured on the deployment sheath. No other evidence of damages was found on the received components. Filter basket was analyzed under vision system and no anomalies were found. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The device did not present any obvious indications of manufacturing defect or anomaly. According to the product IFU prior to the procedure, all equipment and packaging should be inspected and examined carefully for defects. Users are instructed to check the guidewire, filter basket, deployment sheath, capture sheath and capture sheath rx port for bends, kinks or other damage. Defective equipment should not be used. Guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Based on the information available for review, there are procedural factors (crossing difficulty) that may have contributed to the event reported. The reported ¿delivery system - failure to cross¿ event was not confirmed due to the nature of the event. The reported ¿distal tip (ecgw) - unraveled/stretched¿ was not confirmed through visual analysis. The cause of the events experienced by the customer could not conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.